Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) recovered acceptably on the day of the event. The customer ran a precision study on a patient sample which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system and retubed the integrated multisensor technology (imt) assembly, performed super conditioning, ran qc which recovered acceptably. The cause of the falsely depressed na result is unknown. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that they obtained an erroneously depressed sodium (na) result on a patient sample on a dimension exl 200 integrated chemistry system. The erroneously depressed result was reported to the physician(s). The sample was reprocessed on the original dimension exl 200 integrated chemistry system and higher result was obtained and considered correct. The corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00088 on 03-jun-2025. Additional information (08-oct-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) verified the integrated multisensor technology (imt) system, performed a system clean, and ran alignments for all probes, system check and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the imt fluid flow problem potentially contributed to the erroneously depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the code for investigation conclusion has been updated to reflect the additional information.